Event description:
An 88 y/o pt with history of cataracts both eyes. Admitted for cataract extraction with intra-ocular lens implant right eye. During the course of phacoemulsification, a large scleral burn was observed at the wound. Three 10-0 nylon radial sutures were used to close the wound tightly due to the nature of the burn.